Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, exposed to fluid, unexpected restart alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the pump will be replaced. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 318 mg/dl. The customer reported the drive support cap is loose.the customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump passed the unexpected error test with no alarm noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window. The drive support cap was inspected and no anomaly was noted. The pump was inspected with no moisture damage noted on the electronics assembly.